Manufacturer narrative:
The device was returned due to acute cardiac failure of the patient. The results of this investigation concluded a tear in leaflet 1. Circumferential fibrous pannus ingrowth, on the inflow and outflow surfaces, narrowing the diameter was observed on leaflet 3. No inflammation or significant calcifications were found to be present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A cause for the reported event remains unknown.

Event description:
On (B)(6) 2013, an aortic valve replacement was performed with a 19mm trifecta valve in a native quadricuspid aortic valve. On (B)(6) 2018, the patient presented with acute cardiac failure and an emergency re-do avr was performed. A non-sjm valve was implanted and the post-echocardiogram of the non-sjm valve revealed leakage. A third redo avr was required and the non-sjm replacement valve was explanted and replaced with a 21mm carpentier-edwards perimount magna ease aortic valve. The patient's postoperative condition is unstable as the patient has concomitant mitral valve disease that has not been treated.